Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 11 october 2016. The fse founed the cup presence dirty. The engineer checked the alignment of all cup transfers and realigned the incubator, as the incubator was found to be off center by ½ cup. The engineer also found the belt loose to the incubator and decoder wheel, the engineer tightened the belt and set the decoder wheel for correct orientation. The fse cleaned the incubator and ran cup transfer with no issues. The customer ran quality control with no issuse including vitamin d and b-12, all results were reported to be n range.the aia-900 was working as intended. No further action required by fse. The probable cause of the event was alignments for cup transfer were off.

Event description:
On (B)(6) 2016 a customer reported error 2161 c trans pick up failure with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.